Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the customer's complaint was confirmed. The noisy/black image was found to be caused by terminal corrosion of the video connector socket. In addition, service found the battery would not hold memory settings. Per the legal manufacturer, the battery not holding memory settings has no potential to cause or contribute to death or serious injury if the malfunction were to recur. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported noise on the video system center image, which would either improve or black out when the connector was touched. The customer also reported that the battery [internal memory] ran out. The issue occurred during a transurethral resection (tur) procedure. The noise had been generated previously, but improved after turning the power off and then on again, so the customer continued to use the device. The intended procedure was successfully completed using the same device. There was no health hazard to the patient. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena reported, "battery dead" and "noise enters, and if you touch the inserted connector, it improves or blacks out" were reproduced. It was presumed to have been caused by the corrosion of the video connector receiving contact part, but the cause of the corrosion of the video connector receiving contact part could not be identified. Additional information from the repair department stated that the date and settings will be reset because the battery was dead. Olympus will continue to monitor field performance for this device.